Event description:
A doctor reported to the dealer that during normal use when the patient bites down on the kwik bite x-ray film holder, it has the potential to break into two pieces exposing the small internal components, which in her opinion could be swallowed by the patient and cause a serious injury. No injuries have been reported.

Manufacturer narrative:
The dealer believes that the doctor's office is not using the kwik bite holders correctly and has advised the doctor's office that the patient should not be biting hard on the main body of the device. According to the risk assessment of the product, it is deemed unlikely to break into small pieces. A total kits have been sold annually worldwide for many years now without any incident. This is the first complaint that has ever been reported alleging that the product could cause a serious injury if the patient were to swallow a broken piece. This is the final report.